Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an up arrow button keypad (tactile changes/unresponsive) issue . The reporter stated that the up arrow button was hard to press. The button issue was observed a few weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:the keypad cover was found to be peeling at the up arrow button. The functionality of the keypad was unable to be tested due to the blank display issue. There was evidence of contamination found under the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed visible moisture behind the display lens. A leak test was performed and a crack was found in the pump case. The pump was opened and moisture was found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.